Event description:
It was reported that the patient had to waste 3 cassettes of remodulin IV due to no disposable alarm. Troubleshooting was reviewed with with the patient, which was done without any success and patient had to mix new ones. All from same shipment. Also reports wasting a 4th cassette due to a high pressure alarm on both pumps. After mixing new cassette alarm resolved and ran without issues. Total of 4 mixed cassettes were wasted. No patient injury was reported.

Manufacturer narrative:
Manufacturing site address is unknown. Catalog number is unknown. UDI information is unknown. Premarket (510k) number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.